Event description:
The customer reported a problem with the verticle lift column. The verticle movement of c-arm apparently was causing a "generator error." No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep monitored the battery and noted "during film shot attempt battery to below 60 volts". He replaced the battery pack and movement and film shot voltage remained within spec and will improve with charge. He performed an operational checkout including boot, fluoro, image handling, as well as controls and mechanicals. All were operating as intended.